Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 472 mg/dl on their blood glucose meter at 10:50am. The consumer reported that she was getting high readings all day. Based on readings obtained on her bgm, she kept administering unknown dosages of insulin and subsequently experienced a hypoglycemic event requiring medical intervention. The emts tested with their blood glucose meter getting a result of 36 mg/dl. The difference in the readings was determined to be clinically significant. The meter in question will be returned for evaluation.